Event description:
It was reported that the patient was diagnosed with a 90% stenosis of the circumflex. The lesion was predilated using the standard procedure with residual stenosis about 60%. First attempt to advance a 3.0x23mm device was unsuccessful as the device could not cross the lesion. Pre-dilatation of the lesion was performed a second time and a second attempt to cross was made; however, was unsuccessful too. During the second attempt to cross, the shaft separated into two pieces in the hand of the physician. The device was replaced with a 3.0x23mm xience pro x and this was delivered without problem. There was no clinically significant delay in procedure. There was no patient injury due to the failure to cross. There was a good final patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions; reinsertion though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) warns: it is not recommended to treat patients having a lesion that prevents complete inflation of an angioplasty balloon, or a lesion with greater than 40% residual stenosis after pre-dilatation by visual estimation. Furthermore, the IFU states: an unexpanded implant may be retracted into the guiding catheter one time only. An unexpanded implant should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the implant may be damaged or dislodged during retraction back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.